Event description:
It was reported that the patient presented in clinic for initial implant procedure. Post procedure, chest x-ray was performed and revealed left ventricular (lv) lead dislodgement. Lv lead revision was attempted on (B)(6) 2023, but blood clot was found in the vein which occluded for tool access. The lv lead revision was abandoned, and blood thinning medication was administered. The patient was pending for another lv lead revision, and patient condition was stable throughout.